Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, dyspareunia, and other. It was also reported that partner got clipped and bled during intercourse. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with a/p repair, enterocele repair, sacrospinous ligament vaginal vault suspension with the use of the ivs tunneler due to vaginal prolapse, cystocele, rectocele and enterocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior colporrhaphy, sacrospinous ligament vaginal vault suspension w/the use of ivs tunneler due to pop. It was reported that following insertion the patient experienced pain, bowel problems and dyspareunia. No additional information was provided.